Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply was evaluated, replaced and calibrated to the optimal operating voltage. The backplane was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the generator experienced an immediate loss of functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.